Manufacturer narrative:
The mentioned mx2 back was shipped from motion concepts to medbloc (motion concepts USA importer/distributor), as per dealer requirements, on 26-may-2021 and then was sold to national seating & mobility, az. After reviewing the provided information from the end-user's mother, it seems like the cause of this incident can be confirmed from the end-user incident description. The end-user identified the mounting hardware issue in the matrx back and notified the dealer in october 2022. The reportee also mentioned that, the dealer were in the process of ordering the replacement part for the repair. But the incident occurred before the anticipated repair. Motion concepts has included warning statements on the invacare-matrx mx2 back user manual regarding the avoidance of using damaged matrx product once it has been identified. In the inspection and maintenance section on the invacare-matrx mx2 back user manual, several warning statements has been included: "4.1 inspection and maintenance. Warning! Risk of injury or damage: do not continue to use this product if problems are discovered. Corrective measures can be performed at or arranged through your service provider. Monthly: perform a visual inspection of parts including hardware, brackets, upholstery materials, foam, and plastics for deformation, corrosion, breakage, wear, or compression." Also, to determine the root cause of the mounting hardware damage, motion concepts has requested to return the damaged mounting kit back for evaluation and suggested to replace the kit with a heavy-duty version, to avoid any further issues. We also provided an information checklist to be completed by the dealer, which will help us to perform the evaluation effectively. Following the review of all the information provided to date, the cause of the user injury was attributed to the fact that the mounting kit was continued to be used, despite being damaged and the warning statements in the user manual was ignored. Once we receive the part back for evaluation, motion concepts will conduct a full investigation and a follow-up report will be submitted to FDA. As a personal injury was involved, motion concepts consider this incident to be reportable.

Event description:
On 16-nov-2022, motion concepts lp was notified by medbloc inc., that one of their end-user's mother informed them of an incident that was related to a matrx back which was used on a third-party manual wheelchair. The system was purchased and was maintained by national seating & mobility, az. The mother reported that the end-user transferred himself from the bed to his wheelchair and while proceeding to secure on the chair, the back mounting hardware gave away and the end-user fell backwards hitting his head on to the side dresser. The end-user was dizzy after the incident and his mother was monitoring him to make sure he was feeling fine. She also reported that the end-user's family had already informed the dealer about the damaged mounting hardware in october 2022 and the dealer was in process of replacing the damaged parts. But unfortunately, the incident occurred before the anticipated repair.